Event description:
It was reported that the system 9600+ had image quality issues and the date and time could not be saved. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image quality was caused by the image monitor brightness and contrast not being adjusted properly and in the technique of the user. The representative instructed the user in the proper technique to allow the image to stabilize. The issue with the date and time was corrected by changing the cpu battery. The system was tested and found to be working as intended and placed back into service.